Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that the ptfe pad of the subject device was worn and partially separated. The manufacturing history was reviewed, with no irregularities noted. This type of the ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). The instruction manual of the device already cautions; do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a transabdominal preperitoneal repair, two sonicbeat devices were failed. After one hour of use, the ptfe pad of the 1st device was separated. The user exchanged it with the 2nd device and continued the procedure. However, just after the start of use, the ptfe pad of the 2nd device was separated. The procedure was completed with another sonicbeat. There was no patient injury reported. This MDR is regarding one (lot no.69k) of two devices.